Manufacturer narrative:
It was reported that a patient underwent a cardiac ablation procedure which included a ngen pump and microbubbles were present in the tubing. They tried flushing; however, it did not resolve the issue. The tubing was connected to the pump. Bubbles were visually observed in the tubing. However, there was no error code generated by the pump. The tubing set was replaced twice, and the procedure was completed without patient consequence. Device evaluation details: service was not needed. A device history record evaluation was performed for the finished device number, and no internal actions related to the reported complaint condition were identified. Additionally, the manufactured date has been provided. Therefore, field h4. Device manufacture date has been populated. All devices are manufactured, inspected, and released to approved specifications as part of johnson & johnson medtech's quality process. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
D4: UDI: the manufacturing date and lot number are currently not available. Therefore, the full UDI is currently not available. The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure which included a ngen pump and microbubbles were present in the tubing. They tried flushing; however, it did not resolve the issue. The tubing was connected to the pump. Bubbles were visually observed in the tubing. However, there was no error code generated by the pump. The tubing set was replaced twice, and the procedure was completed without patient consequence.